Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pocket incision separated, exposing the device. Oozing and yellow color to the edges of skin incision were noted and the physician suspected an infection and chose to remove ICD system. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.